Event description:
Reportedly, the pt underwent a thyroidectomy. The pt experienced a suffocating hematoma reportedly caused by the rupture of the thyroid artery seal. No further info is available at this time.